Event description:
It was reported the patient (B)(6) had an infection at the ipg site. The patient was given antibiotics, and a debridement of the ipg incision site was performed. Upon completion of the antibiotic regimen, there was no infection remaining. In addition, the patient felt discomfort at the ipg site, and it was determined the ipg had moved. The physician repositioned the ipg and it was reported the issue was resolved.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.